Event description:
Additional information noted that this lead was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this right atrial (ra) lead there was difficulty extending the helix after twenty rotations. The lead had dislodged, and the physician attempted to retract the helix but it could not be retracted. Prior to attempting to extend the helix of this lead, sensing could not be obtained and pacing was not delivered. The ra lead was implanted in the original position. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break near the is-1 terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break